Manufacturer narrative:
Philips received a complaint on the m3536a (heartstart mrx als monitor) indicating that the device was broken. The function test was not passed. Results of functional testing indicate an error gx and a battery calibration was recommended. The error was localized: the condenser was defective and replaced (453563338331; defibrillator capacitor assy). The battery was calibrated. The technical safety test passed. The device was returned to full functionality. The device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the functional test failed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.